Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital. The pacemaker was unable to be interrogated. The patient had telemetry monitoring and it was thought the monitoring might be interfering with the interrogation, but it was not confirmed. A magnet was placed over the device and it was determined there was pacing. No intervention was reported. The patient was in stable condition.